Event description:
The customer reported a fetal demise (stillbirth) while using a philips m2705a avalon fm50 fetal monitor. The customer has sequestered the monitor and has requested philips review the strips.

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.